Event description:
The customer reported that the sensor electrode broke underneath her skin. The customer noticed this when she removed the sensor due to pain, after only having it in place for two hours. Advised the customer that she may need to contact her hcp for further assistance. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.